Event description:
Healthcare professional reported a right-side deflation. Healthcare professional later reported right side hole in radius via an rga form. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening¿¿shell thickness within spec) and observed an opening assessed as surgical damage. Additional observations: crease flat and wear abrasion observed on the device. White calcification observed on the outside of the device. White particles observed inner the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.